Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number was not provided. No information regarding technique, storage, or handling could be obtained. A probable root cause could not be determined due to lack of information. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Customer to monitor - troubleshooting provided. Results pending investigation.

Event description:
On unspecified date: false positive result on fisher sure-vue hcg stat srm/urine test kit. Call was disconnected. Although attempts were made to connect with customer and obtain additional information, attempts were unsuccessful. No further information was able to be obtained. No adverse outcomes were reported.